Event description:
It was reported, the telescope "oes elite", 4 mm, 30°, hd, autoclavable exhibited a broken pin connector. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, h3, h6. The device was returned to olympus for evaluation and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of no image, it was likely that malfunction occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However a definite root cause could not be established. Olympus will continue to monitor the field performance of this device.